Manufacturer narrative:
Result: review and confirmation of manufacturing records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or patient condition.

Event description:
Boston scientific received information that this epicardial lead was surgically abandoned due to the age of the lead leading to decreased sensing capability. It was confirmed that there had been no adverse patient effects beyond the unplanned surgical intervention to address this issue. There were no allegations or evidence of fracture for this lead.